Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously shut down. It came back on but he stated the application loaded and is displaying the tiles but it also has a blue screen and is not showing the data of the 1 tele that is being monitored on the cns. They tried rebooting but it is not coming back on. Now the monitor is blue so they cannot use it. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously shut down. It came back on but he stated the application loaded and is displaying the tiles but it also has a blue screen and is not showing the data of the 1 tele that is being monitored on the cns. They tried rebooting but it is not coming back on. Now the monitor is blue so they cannot use it. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.